Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The pump had a cracked case near the lcd window corner, minor scratches to the lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and missing end cap sticker.

Event description:
Customer reported that the insulin pump settings were deleted and that it was not delivering insulin. The blood glucose reading was 170 mg/dl. Nothing further was reported.